Event description:
It was reported that marker bands malpositioning occurred. The target lesion was located in the mid left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the two marker bands were too far apart from each other and the device could not be used. The procedure was completed using another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. A visual inspection of the device revealed no issues; the device appears to be in good conditions. The tip marker band and femoral marker bands were observed complete and consistent with specifications. The telescope marker bands were also consistent with the specifications.

Event description:
It was reported that marker bands malpositioning occurred. The target lesion was located in the mid left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the two marker bands were too far apart from each other and the device could not be used. The procedure was completed using another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).